Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump could not be charged properly because the customer was unable to insert the usb cable into the usb port on the pump. The issue persisted across multiple usb cables. The customer's blood glucose (bg) level was 72 mg/dl. Reportedly, the customer reverted to manual injections for alternate insulin therapy.